Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump supporting cap is damaged. Customer did not recall blood glucose at the time of incident. The customer failed on the pump and damaged the supporting cap. Troubleshoot was not performed. Customer was advised to replace and return the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller electronic board. Unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, broken reservoir tube lip and cracked battery tube threads.